Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. The lot number was not provided, so the device history record cannot be reviewed. When the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened, exposing the non-sterile battery. This event did not occur during a procedure. There were no allegations of adverse consequences associated with this event.